Manufacturer narrative:
(B)(4) patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
After completion of a surgical procedure, it was identified that the malleable bipolar sealer device utilized was an expired device. There was no reported patient impact. Customer discarded the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.